Event description:
It was reported that: tissue track deployment with hematoma and surgical cutdown repair. Additional information on 31oct2022: during an evar procedure on (B)(6) 2022, single access was obtained under ultrasound guidance, in the left common femoral artery. Vessel size was 10mm with no calcification and mild tortuosity in the left illiac. The measured manta depth was 6+1=7. There were no reported issues advancing or withdrawing the sheaths. Prior to deployment systolic blood pressure was 110mmhg and act was 282. 17000iu of heparin and 150mg of protamine were administered intraveously. It was reported that, hemostasis appeared to be immediate at skin puncture site, but a hematoma started to grow, so there was not actually hemostasis until after the surgical cutdown, when the manta was discovered in the tissue track, it was explanted. The surgical repair was reported as successful and there was no drop in blood pressure or need for blood.

Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a supra-renal fenestrated evar procedure, an 18f manta was planned for closure in the left common femoral artery. Ultrasound guidance was utilized to gain a central positioned access. Arteriotomy was approximately 10.0mm, no calcification, moderate tortuosity in the left iliac, and a depth measurement of 6cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, hemostasis appeared to be immediate at skin surface although a hematoma began to develop. It was noted, manta was deployed into the tissue tract and surgical intervention verified manta to be in the tissue tract. Hemostasis was achieved following explanting manta and surgical repair. No angiograms were taken pre or post procedure; therefore, positioning of the manta and hematoma can not be verified. There are multiple factors that are possible causes possibly contributing to the tract deployment; including arterial damage possibly from using a larger procedural sheath, not deploying at a steep enough angle or not enough tension applied. However, it is inconclusive for this event due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no angiograms or device submitted for investigational purposes. The risk of access site complications leading to surgical intervention have been identified as adverse events related to the deployment of the vascular closure device in the IFU. Additionally, the IFU warns do not use manta if there is marked tortuosity of the femoral or iliac artery. Precautions, the manta device should only be used by a licensed physician or healthcare provider trained in the use of this device; and if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedural requirements indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery.